Event description:
A malfunction was reported on a pump, but no notable events occurred prior. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reemerged.